Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer wont unlock. A field service engineer connected with customer , they reported that or4 currently unavailable. The field service engineer determined that there were no issues present. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had an issue with drawer unlocking. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.